Event description:
The customer reported receiving no delivery alarms. It was stated that the customer came out of the diabetes clinic at the hospital, and the nurse troubleshoot the device. The customer stated that the nurse told her to request a replacement of the insulin pump. It was stated that the customer's blood glucose reading was 11.8mmol/l when she woke up. Troubleshooting was performed. The customer changes the infusion set and reservoir every three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.